Manufacturer narrative:
The preliminary analysis confirmed that a premature a battery depletion occurred.

Event description:
There was reportedly a sudden decrease of the subject device's battery curve. The preliminary analysis confirmed that a premature battery depletion occurred.

Event description:
There was reportedly a sudden decrease of the subject device's battery curve. The preliminary analysis confirmed that a premature battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190325 - file-2019-00242 - analysis_and_closure_report_resp-2019-00479.pdf].

Event description:
There was reportedly a sudden decrease of the subject device's battery curve. The preliminary analysis confirmed that a premature battery depletion occurred.